Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 446 mg/dl at the time of the incident. The customer¿s blood glucose was 64 mg/dl and 454 mg/dl. In order to avoid getting a low blood glucose, the customer ate peanut butter jell sandwich and pretzels and took a can of orange juice which caused the blood glucose to increase. The customer declined troubleshooting for high blood glucose believing that the cause was the food intake and the glucose tablets that they took to get his blood glucose up. The device will not be returned for analysis.